Event description:
The facility reported a colleague infusion pump which made very loud buzzing sound when plugged in. It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with loud buzzing noise was confirmed during product evaluation. The root cause of the reported problem was determined to be dirt inside the fan. Appropriate action was taken to correct the reported problem by cleaning the dirt out of the fan. This involved a colleague version 1.7 infusion pump with a user interface module software version of 8:11:00.